Event description:
The facility representative reported a colleague infusion pump with screen damage. This condition was found upon power-up of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with screen damage was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that lines, found on the main display, confirm the condition. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Additional information: a device history review revealed that during manufacturing, the device had a failure code 703:00. The user interface-to-pump head module harness was replaced and the device passed subsequent testing. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.